Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fuse was blown, there was switch deterioration/corrosion, external terminal deterioration/corrosion and the scope connector had wear. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's lamp would not light up. The issue occurred during pre-use inspection, before the patient entered the room for an endoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(4). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an issue "lamp did not light up". The issue identified during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.